Event description:
Ventilator dependent pt was fighting the ventilator for about 1 to 2 hours, moving around quite vigorously. The pt became bradycardic. Then the nurse saw a large amount of fresh blood on the bed. The pt was hemorrhaging from the femoral catheter. Pt lost 2-3 units of blood. The side port of the line had been fractured. The line was immediately compressed and then later clamped. The pt was given IV fluids and hespan immediately. A code was begun. The pt was identified to be a dnr. The code was stopped and pt expired.